Manufacturer narrative:
Section d - device returned to manufacturer; date returned to manufacturer. Section g - date received by manufacturer; type of report. Section h - evaluation codes. The leads could not be functionally tested, as they were received cut in half, which likely occurred during the revision procedure. Review of device logs confirmed disconnected electrodes. The root cause of the disconnected electrodes could not be definitively determined. The evoke scs system clinical manual details impedance as, "an electrode with a cross through it has high impedance (> 4000 o) and may be disconnected. A disconnected electrode shows an impedance of 8 and cannot be used for stimulation. Measurement electrodes that are disconnected will not record valid ecaps." The evoke scs system MRI guidelines includes the warning, "MRI compatibility has not been determined for a system where the impedance of the lead shows disconnected or shorted channels. Impedance measurement must be performed to ensure no channels are disconnected or shorted prior to scanning." Device information for both leads is identical.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance check identified disconnected electrodes. Reprogramming was attempted but unsuccessful in restoring adequate therapy. A revision procedure was performed, and the leads were replaced to restore therapy and MRI compatibility.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.